Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to defective processor board as a result of aging of the device. The autopulse platform was manufactured in 2012 and is 7 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed occurrence of system error user advisory (ua) 136 (internal parameter corrupted) error message on the reported complaint date. The processor board was replaced to remedy the system error. The autopulse was then subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Upon customer approval, service will be performed and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No additional information was provided. No known impact or consequence to patient information was provided.